Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking between the cartridge and the adapter. The lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.